Event description:
Pt had spine surgery on (B)(6) 2011. Lumbar spine x-ray done on (B)(6) 2012 showed retained foreign body over the right buttock area. Pt was taken to the operating room (B)(6) 2012 for removal of stealth cannula.